Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 28 mmol/l (504 mg/dl) while wearing the pod between 4 and 24 hours on the arm. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, after seeing insulin leaking out, the cannula was not properly inserted and was found to be bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.